Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels between 42-60 mg/dl. The customer believed that the settings needed adjustment due to the customer starting a low-carbohydrate diet. Customer treated low bg by consuming carbohydrates, juice, and milk. Reportedly, the customer will consult with healthcare provider to adjust settings.